Event description:
When the packet was crushed it ruptured and went into the eyes and face of the respiratory therapist. The respiratory therapist was treated in the emergency room and was sent home with medicine. The respiratory therapist required a follow-up visit. The respiratory therapist experienced pain. After speaking directly with the customer, it was determined that the employee had the eyes irrigated and the respiratory therapist received eye drops and eye ointment as a result of the incident.